Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 10/jul/2024.

Event description:
Patient reported right side rupture. Healthcare professional later reported cyst which is not related to device. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, cyst-ndr.

Event description:
Patient reported, right side rupture. Healthcare professional, later reported cyst. Which is not related to device. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed broken device assessed as fold flaw opening. Cyst(s)-breast: unable to observe since it is not related to the device. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cyst: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side rupture. Cyst is not related to device. Device has been explanted.

Event description:
Patient reported, right side rupture. Healthcare professional, later reported, cyst. Which is not related to device. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Additional, corrected and/or changed data: d.9, h.6